Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (podjs). During the procedure, the physician deployed and detached a pod8 in the target vessel using a lantern delivery microcatheter (lantern). The physician then flushed the lantern and attempted to advance a podj through the lantern; however, the podj became stuck inside of the lantern against what appeared to be some clot formation in the lantern. After attempting to withdraw the podj from the lantern, the hospital technologist felt the podj unintentionally ¿detach¿. The physician successfully pulled out the detached podj from the hub of the lantern and deployed another podj. The physician then connected a pressurized flush bag to the rotating hemostasis valve (rhv) of the lantern and completed the procedure using two additional podjs and the same lantern. There was no report of an adverse effect to the patient.